Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported unknown side "capsular contracture baker grade unknown". Device has been explanted.

Event description:
Healthcare professional reported right side "capsular contracture baker grade unknown". Device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.1, d.4, h.4, h.6.